Event description:
The patient reported that the screen of his infusion pump was frozen and was not responding to any button pushed. The pt inserted a new power pack and the device worked as intended. The power pack was one week old. The pt was aware of the power pack recall and had been changing the power pack every 2 weeks. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.